Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 86% stenosed, eccentric, de novo, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). The lesion had a significant bend less than or equal to 45 degrees. Following predilatation, a 3.00 x 20mm synergy ii drug eluting stent was advanced but failed to cross the lesion. When the device was removed it was noted that the distal stent was deformed. The procedure completed with a different device. No patient complications were reported.